Event description:
The customer reported to olympus, the video system center had a white image color due to a monitor problem and color adjustment. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h4, h6. Correction in the field: g2 (health professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the root cause for the events could not be determined. However, it is likely that due to defective monitor and color adjustment, color of the image became whitish. Olympus will continue to monitor field performance for this device.